Event description:
It was reported that a vns patient had his vns explanted due to high impedance and increase in seizures according to the explanting site. Review of patient's programming history revealed no high impedance. The last system diagnostics was from (B)(6) 2007 and was ok/ok/1/no. Further information was received from the treating neurologist indicating the increase in seizures was above pre-vns baseline and related to the high lead impedance. It was unknown if patient manipulation or trauma contributed to the reported high lead impedance. X-rays were taken but not provided to the manufacturer. The explanted lead and generator were returned to the manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.